Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 246 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported to have received a senor signal not found, lost sensor, and sensor cannula being bent. Troubleshooting has been performed and completed. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.